Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user was able to issue medication, tramadol 50mg tab, using the override option there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication. The technical support specialist (tss) found in mql (medbank myqlink) and verified that the status for override request was approved; cubex application override request validation code status was approved, and the user was able to issue the item and had detected no issues. The tss had witnessed the customer successfully issuing the item, confirming its proper functionality. The system functioned as intended after the customer resolved the issue.